Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained through the right femoral artery. The 95% stenosed lesion was located in the heavily calcified mid right coronary artery (rca). The physician advanced an unknown guide catheter and a luge guide wire to the lesion. A 3.5 x 24mm ion over the wire (otw) stent delivery system was advanced, but was unable to cross the lesion. The device was removed and found the proximal edge of the stent was flared. It is believed that it could have gotten caught on the tip of the guide catheter during removal. The physician then used a 2.5 x12mm apex balloon catheter to predilate the lesion. The procedure was completed with the implant of a 3.5 x 24mm ion stent. There were no patient complications reported and the patient status is okay.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained through the right femoral artery. The 95% stenosed lesion was located in the heavily calcified mid right coronary artery (rca). The physician advanced an unknowen guide catheter and a luge guide wire to the lesion. A 3.5 x 24mm ion over the wire (otw) stent delivery system was advanced but was unable to cross the lesion. The device was removed and found the proximal edge of the stent was flared. It is believed that it could have gotten caught on the tip of the guide catheter during removal. The physician then used a 2.5 x12mm apex balloon catheter to predilate the lesion. The procedure was completed with the implant of a 3.5 x 24mm ion stent. There were no patient complications reported and the patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with the ion box and pouch. There was blood and contrst on the outer surface of the balloon. The balloon was tightly folded with the stent secure between the markerbands. There was one stent strut flared in the first proximal row. There was no other damage to the stent. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).